Event description:
Reporter called to report that patient experienced a rectal fistula 3 to 4 weeks following a targis treatment. The fistula was repaired surgically. There was no indication of device malfunction.